Event description:
It was reported that the patient experienced muscle stimulation during active thaw (ithaw). Patient underwent a renal cryoablation procedure with 4 iceforce and 1 iceforce long needles. During the ithaw step of the procedure, the patient told the nurse that the "thing on their back" was causing him to move. The muscle stimulation stopped immediately when the ithaw feature was turned off. The physician continued the case using passive thaw, and the case was successfully completed with no reported patient injury or further complications. The needle causing the muscle stimulation was not identified, as the physician did not want to cause another shock to the patient whilst trying to identify the individual needle causing the problem.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The electrical properties were within specifications, and the reported complaint could not be confirmed. Needle disassembly did not identify any signs of damage on the heater wire component. Review of the needle lot manufacturing records did not identify any electrical malfunctions within the needle batch. This is one of five needles that were evaluated for suspected electrical damage. It is unlikely that this was the needle that caused the reported patient muscle stimulation. Further internal investigation is being completed to address this issue and reduce the likelihood of such incidents in the future. We will continue to monitor all product complaints for any potential trends related to this issue.

Event description:
It was reported that the patient experienced muscle stimulation during active thaw (ithaw). Patient underwent a renal cryoablation procedure with 4 iceforce and 1 iceforce long needles. During the ithaw step of the procedure, the patient told the nurse that the "thing on their back" was causing him to move. The muscle stimulation stopped immediately when the ithaw feature was turned off. The physician continued the case using passive thaw, and the case was successfully completed with no reported patient injury or further complications. The needle causing the muscle stimulation was not identified, as the physician did not want to cause another shock to the patient whilst trying to identify the individual needle causing the problem.